Event description:
In 2002, the user facilities clinical leader IV team informed the distributor's marketing manager of the following: pt had device implanted 2001. Nurse noticed some paining and swelling when attempting to flush device. Did chest x-ray and flow study. Device catheter broke off and migrated to inferior vena cava. Interventional radiologist removed device and sheared off device catheter. Didn't save either one.